Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was 440 mg/dl at the time of the incident. Customer's current blood glucose level was 338 mg/dl. The customer was assisted with troubleshooting for high blood glucose. Customer reported insulin flow blocked. Customer stated that issue was resolved by set change. The device will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.